Event description:
It was reported ((B)(6)) the patient developed hypotension after a successful hf sensor implant. It was reported that it was a vasovagal response to sheath removal, exacerbated by fentanyl. The patient was observed overnight and discharged the next day. The issue was resolved. The patient is a clinical study patient.